Manufacturer narrative:
(B)(6). (B)(4). Device remains implanted in the patient therefore cannot be analyzed.

Event description:
It was reported that patient underwent plif at levels l5-s and plf at l4-s to treat spondylolisthesis on (B)(6) 2015. During surgery, when surgeon tried to place a cage into l5-s1, he hammered the cage and checked its position with fluoroscopic image that found the cage was properly placed. He hammered the cage once again and checked image that revealed about a half of the cage exceeded the anterior wall of vertebrae. He then tried to attach something to the cage, but mistakenly pushed the cage to anterior further, that resulted the whole part of the cage exceeded the anterior wall. He attempted removal by using a threaded shaft for removal but it pushed the cage further, and the cage lied down. The surgeon decided to left the cage in the patient because it might be risky to make further attempts. He placed another cage and finished his procedure. The event extended surgery 16-30 minutes.